Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The insulin pump alarmed unexpected restart. The insulin pump's screen was on and the screen froze when they pressed one of the buttons. Fluid was under the lcd display and moisture was visible on the right side of the insulin pump by the buttons. The insulin pump had a minor crack off the lcd screen on the top right corner. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No moisture damage was found inside the pump and no frozen screen was noted. Unable to verify the unexpected restart alarm due to no button response. The pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner and a missing end cap sticker.